Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged breakage of the liner.

Manufacturer narrative:
Additional infromation received: updated part and lot number.